Manufacturer narrative:
The investigation is ongoing.

Event description:
During device prep, on a 29mm sapien 3 valve, a black spot was observed on the leaflet, like wooden pieces. After a 2-minute rinse in sterile saline, the spot was still on the valve. A new valve was prepared. The valve was successfully implanted, and the patient outcome was good. The device is available for examination.

Manufacturer narrative:
The 29mm sapien 3 valve was returned for evaluation and a visual inspection found that one particulate was observed at the inflow aspect of the cp2 leaflet. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint code. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u and device preparation training manual. Rising procedure advises that before opening the valve jar, carefully examine for evidence of damage (e.g. A cracked jar or lid, leakage, or broken or missing seals). Caution: if the container is found to be damaged, leaking, without adequate sterilant, or missing intact seals, the thv must not be used for implantation, as sterility may be compromised. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. There is no confirmation that the black particulate originated from edwards. However, as precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed. The complaint for particulate noticed was confirmed based on the provided imagery and returned device evaluation. A review of DHR, lot history, complaint history, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Ftir analysis was unable to be performed due to the small particulate size. A review of manufacturing process has shown proper gowning are in place. Additionally, during manufacturing process, all sapien 3 valves are 100% visually inspected for particulate and/or fiber. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. No labeling/IFU deficiencies were identified during evaluation. As reported, "during device prep, on a 29mm sapien 3 valve, a black spot was observed on the leaflet, after 2-minute rinse in sterile saline, the spot was still on the valve". It is possible that the particulate was introduced during device preparation, because the particulate was observed after the valve rinsing process. In addition, the valve had been detached from holder. In this case, available suggests that procedural factors (device prep handling) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.